Manufacturer narrative:
Additional information: model and lot #. Engineering analysis: the complaint details provided indicate that the procedure was aborted because the lesion they intended on treating could not be crossed not only with the icast but any devices used in the case. The lesion was 95% stenosed. The profile of the crimped stent was measured. The diameter was 2.1mm and is indicative of a properly crimped stent. The diameter is the same as the 59 units measured during the lot qualification testing prior to release of the product. The stent was properly in place and there were no signs of use or damage as expected with a product that was never actually used. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent did not cross the lesion.